Manufacturer narrative:
(B)(4). Batch # r58g1k. Device analysis: the analysis found that one pse60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number r58g1k, and no non-conformances were identified. Additional information was requested, and the following was obtained: was the jaw of the device damaged and preventing the device from being inserted into the trocar? Yes.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please provide more event details? Was the jaw of the device damaged and preventing the device from being inserted into the trocar?

Event description:
It was reported that during the endoscopic radical resection of rectal cancer, could not insert into the trocar. Checked the device, noted shaft was deformed. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.